Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified alarm occurred. The customer's blood glucose level was elevated; however, the exact value was not provided. Reportedly, the customer declined to troubleshooting with tandem's technical support.